Event description:
It was reported that during a thyroid procedure, the surgeon noticed that the device was not coagulating well and a vessel had to be closed using sutures. No further information provided. No device to be returned. Additional information has been requested regarding the device not coagulating.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.